Event description:
It was reported that a cartridge change error occurred. Additionally, it was reported that the cartridge was leaking from the o-ring. Customer loaded a new cartridge to address the issues. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.